Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment and later presented with paradoxical adipose hyperplasia post coolsculpting.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a4, a6, b3, b5, d1, d4, g1, h6. Continued a6 race: white.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra roll on (B)(6) 2020 using the cooladvantage coolcurve+ system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.